Manufacturer narrative:
10/30/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. The reported condition was confirmed. The sulu staple cartridge broke out of the housing when fired as cam bar, and the knife was not assembled properly.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and the knife disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.